Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Round bit with the bristles detached/ fell off from the rest of the head- oral b power care refill [device breakage] . Case narrative: consumer e-mail and stated that the round bit with the bristles detached from the rest of the head within a week. No injury was reported.